Event description:
On 2/1/95 the aus device was implanted. On 4/9/97 the cuff was removed from the pt. On 6/11/97 the balloon was removed from the pt and a cuff and balloon were implanted due to infection.